Event description:
It was reported that pump displayed malfunction alarm and prevented access to pump functions, with no blood glucose readings provided and no further event details available from customer. There was no reported impact to the customer¿s blood glucose level. Distributor confirmed that pump could start, charge, and connect to computer but continued to show malfunction alarm on startup, arranged for device return for investigation, and provided replacement pump to customer.